Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alert. The customer's blood glucose value was unknown. The battery cap popped out and no longer screw in or stayed in place and had scratches on screen. The insulin pump had no delivery alert. The insulin pump will not be returned for analysis.